Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change out, the set screw become stuck, the wrench would not engage the threads to back the set screw out. Unable to loosen to remove the lead, bone shears were used successfully. There was no anomaly with the lead and was reused with the new implantable cardioverter defibrillator. The patient was stable prior, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.